Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 71(water temperature 4 is off of conversion table at 1 °c), t4 thermistor will need to be replaced, giving them a quote to order and replace in biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was t4 failure. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 71(water temperature 4 is off of conversion table at 1 °c), t4 thermistor will need to be replaced, giving them a quote to order and replace in biomed.